Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to run the detect and treat test.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat test) was confirmed. Upon evaluation the smd relay component k3, was intermittent on the defibrillator board, causing code 203 - pulse test fault. The cause of the failure is the intermittent k3 component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective monitor.